Manufacturer narrative:
The device was not returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the backside of the universal aseptic transfer kit housing was open. There was no report of pt injury associated with the event and the surgery was completed using another device.